Manufacturer narrative:
Correction d4 (lot # and UDI#, omitted on initial report). D4: lot #: remove ni and replace with 22k025. D4: UDI#: #: remove ni and replace with (B)(4). H4: device manufacture date: the lot was manufactured fromoctober 26, 2022 to october 28, 2022. H10: the device was received for evaluation containing 23 ml of fluid in the bladder. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume infusor. It was observed that the medication delivery stopped during patient infusion at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.